Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Without review of procedural images, an assignable root cause cannot be determined at this time. There was no information to suggest a device quality deficiency or malfunction related to this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 4 mm on the non-coronary cusp (ncc) and left-coronary cusp. Upon final release, the valve dislodged above the annulus on the ncc. A second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.